Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer wife reported via phone call that they experienced high blood glucose level of 500 mg/dl because he was off the pump due to the surgery inquired what led up to the complaint. The customer received a high blood glucose was 300 . Customer declined to troubleshoot for high readings. The product was not returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.